Event description:
While performing an ablation procedure, a pt's rhythm deteriorated to atrial fibrillation. The device was connected to the pt for cardioversion, but according to the rptr, the device alarmed with a service icon and could not be used. A backup device was used and no adverse affects to the pt were reported as a result of the alleged malfunction.